Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device failed for the self test. This occurred was noticed during the pre-operational check. Alarms were visually observable (error codes). Te 285002 (alarmlampswarningdefect), te285001(alarmlampserrordefect), te233006 (nebulizervalveerror), te233004 (autozeroqawfail), te233003(autozeropawfail) and te233001(autozeropventmonitorfail). The device log files (service log, error log, event log) were provided to hamilton medical ag. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device failed for the self test. - this occurred was noticed during the pre-operational check. - alarms were visually observable (error codes). Te 285002 (alarmlampswarningdefect), te285001(alarmlampserrordefect), te233006 (nebulizervalveerror), te233004 (autozeroqawfail), te233003(autozeropawfail) and te233001(autozeropventmonitorfail). - the device log files (service log, error log, event log) were provided to hamilton medical ag. - this malfunctioning was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: follow-up 2 - additional information: the entry fields have been updated. The ventilator, a hamilton-t1 failed the self-test and triggered technical alarms during setup at the hospital. The device was not connected to a patient. Consequently, the event did not cause or contribute to a death or serious injury. The issue was confirmed during the logfile analysis. Visual alarms were confirmed, while audible alarms were not documented. Hamilton medical reviewed the device's service, event, and error logs, which showed that the issue first occurred on (B)(6) 2023 (which is indicated as date of event) and reappeared intermittently through early (B)(6) 2023. The complaint was submitted on 16.04.2024. The logs indicated startup-related technical events, including lamp defects, autozero failures, and nebulizer valve errors. The root cause was identified as defective front panel and control boards. These components were replaced, after which the ventilator was confirmed to be operating properly.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device failed for the self test. This occurred was noticed during the pre-operational check. Alarms were visually observable (error codes). Te 285002 (alarm lamps warning defect), te285001(alarmlampserrordefect), te233006 (nebulizer valve error), te233004 (auto zero qawfail), te233003(auto zero pawfail) and te233001(auto zero pventmonitorfail). The device log files (service log, error log, event log) were provided to hamilton medical ag. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.